Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT on an unknown date revealed there was an increase in the aneurysm size with no visible endoleaks. The physician attributed the aneurysm enlargement due to the right side of the proximal neck had thrombus between the bifurcation and the aortic wall. The CT also revealed the aorta measured 24 mm to 25 mm at the top of the aneurx stent graft and it measured 23 mm at the renal arteries. The aneurysm was reported to have increased in diameter from 35 mm to 49 mm since the last scan that was conducted one year ago. The patient was treated with the application of aptus endoanchors into the aneurx stent graft and then had a 28x28x29 endurant cuff implanted. Additionally, aptus endoanchors were applied prophylactically to the endurant cuff. The aneurysm expansion was reported to be resolved. Per the physician, the cause of the aneurysm expansion was due to slight disease progression. No additional clinical sequelae were reported and the patient is fine.